Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices cannot be identified') in an adult female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included body mass index increased (40.2) and nabothian cyst. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin) and iron. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / intense bleeding sometimes lasts months"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain , abdominal that radiates to her back"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleed (interpreted as general abnormal bleeding)/ abnormal blood loss"), pelvic pain ("pelvic pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (d &c). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, migraine, vaginal haemorrhage, headache, endometriosis, anaemia, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) result:essure worked and the coils are in place. Ultrasound pelvis - on (B)(6) 2019: the uterus is enlarged and is anteverted and has increased in size since the prior study. There are no identifiable fibroids and the essure devices cannot be identified. The endometrium appears thickened but is otherwise unremarkable in appearance measuring 1.6 cm in sagittal thickness. There are nabothian cysts but no free fluid. Both ovaries are visualized and unremarkable as described. Lot number: b02261 manufacture date:2013-02 expiration date: 2016-02. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: plaintiff fact sheet received. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices cannot be identified') in an adult female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index increased (40.2) and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / intense bleeding sometimes lasts months"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain , abdominal that radiates to her back"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleed (interpreted as general abnormal bleeding)"), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (d &c). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, migraine, vaginal haemorrhage, headache, endometriosis, anaemia, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) result:essure worked and the coils are in place. Ultrasound pelvis - on (B)(6) 2019: the uterus is enlarged and is anteverted and has increased in size since the prior study. There are no identifiable fibroids and the essure devices cannot be identified. The endometrium appears thickened but is otherwise unremarkable in appearance measuring 1.6 cm in sagittal thickness. There are nabothian cysts but no free fluid. Both ovaries are visualized and unremarkable as described. Lot number: b02261 manufacture date:2013-02 expiration date: 2016-02. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc on 4-jan-2021: fu 11&12 process together- mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices cannot be identified') in an adult female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index increased (40.2) and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / intense bleeding sometimes lasts months"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain, abdominal that radiates to her back"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleed (interpreted as general abnormal bleeding)"), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (d &c). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, migraine, vaginal haemorrhage, headache, endometriosis, anaemia, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Imaging procedure on an unknown date: essure confirmation test (unspecified). Result: essure worked and the coils are in place. Ultrasound pelvis on (B)(6) 2019: the uterus is enlarged and is anteverted and has increased in size since the prior study. There are no identifiable fibroids and the essure devices cannot be identified. The endometrium appears thickened but is otherwise unremarkable in appearance measuring 1.6 cm in sagittal thickness. There are nabothian cysts but no free fluid. Both ovaries are visualized and unremarkable as described. Lot number: b02261, manufacture date: 2013-02, expiration date: 2016-02. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received. Event essure devices cannot be identified was added. Reporter information, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.